Manufacturer narrative:
(B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent revision surgery due to an adjacent intervertebral disease to extend the fixation area from c4-4 to c3-7. The patient was originally implanted with vectra system in 2011. The procedure was completed with the patient in stable condition. This report is for one (1) 4.0mm ti cerv self-retain scr slf-drlg/variable angle 16mm this is report 1 of 3 for (B)(4). This complaint was created to capture the events that occurred post-operatively. (B)(4) contains the intra-operative event.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Visual inspection: the received screw is in a used condition with slight scratches, but still fully functional. Summary: the screw is rated as not confirmed, as no reported product problem was mentioned, and no defect could be found on the returned screw. Furthermore, as the lot number was not provided (and not etched on the device), we cannot determine when this screw was manufactured or take our investigations any further. Based on the provided information we have to conclude that the cause of failure is not due to any manufacturing non-conformances. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional data: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.